Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of thoracic compression fracture. It was reported that intra-op, when it was tried to lengthen the cage, there was a strange noise and the cage idled. Since the cage couldn't be extend, a new one was opened and used. It was said that there was a possibility that the locking ring was accidentally tightened when adjusting the cage placement position before lengthening. Since the extension was checked in advance, the set screw had been loosened at first. Cage breaks and ex-planted and will be returned. No health damage in the patient was reported. There was a delay of less than 60 min in overall procedure time.

Manufacturer narrative:
Product analysis #visual and optical inspection revealed the teeth and the cage of the centerpiece have been damaged/deformed. Functional test with a sample inserter confirmed the centerpiece would not open. The damage appears to be where the tip of the expansion shaft contacts the teeth and cage of the centerpiece when the expansion shaft is inserted and turned. H6: fdm and fdr codes updated as per new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.